Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on an unknown date. According to the complainant, during preparation, they found a hair in the genesys hta procerva cassette. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned genesys hta procerva procedure set sheath assembly revealed no issue. The cassette assembly was not returned. The event information states a hair was found in the cassette; however, the cassette was not returned. No hair was found in the returned sheath and sheath packaging. The source of the reported hair cannot be determined; therefore, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on an unknown date. According to the complainant, during preparation, they found a hair in the genesys hta procerva cassette. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."